Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had tears in driveline, as well others further up that are taped . Tech services stated that it can be repaired using clamshell kit. Additional information states that on (B)(6) 2020 tech services performed clamshell repair.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported separation of the outer jacket of the driveline from the metal connector was confirmed via the analysis of the photograph submitted by the account. A specific cause for the observed damage could not conclusively be determined through this evaluation. The submitted photograph showed a partial separation of the silicone jacket from the metal connector. This damage did not appear to penetrate the underlying bionate layer of the driveline. There were no alarms or adverse patient consequences associated with this event. A clamshell repair was placed on (B)(6) 2020. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no additional complaints have been reported at this time.. The relevant sections of the device history records for (B)(6) and the percutaneous lead were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU and patient handbook contain sections on ¿caring for the driveline (percutaneous lead),¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.